Event description:
Primevigilance notified teoxane of an adverse event on 03-jan-2025. A female patient was injected on (B)(6) 2024 (or 30-oct-2024: different information received in the follow up report) with 1 ml of rha 4 in the submalar area using a cannula. 9 days later, on (B)(6) 2024, the patient came back to her injector for a botulinum toxin (dysport) treatment. At this time, the patient complained about a lump in the submalar area. The injector performed a physical examination but did not note any lump and advised the patient to keep massaging the area for integration. Around (B)(6) 2024, the patient had a viral infection. On (B)(6) 2025, the patient presented at her injector's with a round flat red and indurated nodule (described as area in the initial report) around the "size of a nickel", hard to touch in the left submalar area, and not exactly a the same place as when the patient presented in november. According to the injector, the nodule was not tender or painful . As treatment, the hcp used hyaluronidase (hylenex) to dissolve the filler, and conducted an incision (1.5 cm from the red area) and drainage leading to fluid leakage, possibly pus according to him. Additionally, the patient was prescribed antibiotics (keflex, 500 mg, 2x/day) and on (B)(6) 2025, the affected area was smaller, without pain or redness. Patient had an hisotry of previous fillers injections around 2022 (contour, voluma, sculptra) in unknown areas. Despite reminders, no updates were provided about the patient, thus the case was closed as is. Based on the information received, infectious reaction cannot be ruled out. Thus the case was assessed reportable to the FDA.

Manufacturer narrative:
Skin infections such as abscesses, may manifest as indurated red nodule and appear within weeks after injection. These are well-known and widely documented adverse reactions in the context of hyaluronic acid filler injections. Infections are usually caused by an association of multiple bacteria that invade the wound at the site of injection due to a temporary disruption of the skin barrier. Lack of asepsis during injection and/or posttreatment care are common etiologies for this complication. Adequate treatment with antibiotics leads to a complete resolution of the symptoms without sequelae. Additionally, the risk of such adverse events is mentioned in the instructions for use of products. In addition, non-inflammatory nodules that appear early after injection are also well-known and documented adverse reactions to hyaluronic acid filler injections. An early onset seems directly related to the injection technique, generally an overcorrection, which is an excess of the injected product, a too fast injection or a too superficial injection. This leads to an agglomeration of the gel that has not been properly integrated into the tissues. Their resolution occurs over time through gentle massage, the natural dissolution of hyaluronic acid or by using hyaluronidase to induce dissolution. In addition, the risk of such reactions is mentioned in the instructions for use of products.